Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 61 and blood glucose was 455 mg/dl. Customer's high blood glucose was treated with a bolus delivery. Customer also received a calibration error alert and a bad sensor alert. Customer was advised to change sensor.